Event description:
The product was used during a procedure on the heart. Reportedly, the needle broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The reported condition has been confirmed; however, the exact cause could not be reliably determined.